Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection found and verified the reported degraded downstream occlusion (dso) seal problem. It was determined that the dso seal was the root cause and was replaced. The service history review indicated that the reason for return is related to a past service.

Event description:
It was reported that downstream occlusion seal was degraded. There was no patient involvement.